Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) pocket had become infected and the device had eroded out of the pocket. The device was explanted and a new pocket was created on the opposite side for the new crt-p. After tunneling the right ventricular (rv) lead to the new pocket, pacing impedance was noted to be low and the lead was no longer capturing. Lead polarity was reprogrammed, the lead was plugged into the left ventricular port of the new crt-p, and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 310c33 tricuspid valve implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.